Manufacturer narrative:
Subject device not available.

Event description:
The balloon (subject device) burst when inflated. There were no clinical consequences to the patient.

Event description:
The balloon (subject device) burst when inflated. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the device shaft was kinked along its proximal shaft length. The balloon was examined under magnification and it was observed that the balloon was found conforming to its specifications. Functional testing was performed, attempts were made to inflate the balloon and the balloon inflated as intended. The reported event was not confirmed based on the analysis. No damage was noted to the balloon and the device was able to inflate and deflate without any issues during functional testing. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.